Event description:
A customer reported via phone call indicating that their insulin pump does not work properly. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump would reset right before confirming the time and date correction. The customer was transferred to the help line, but the call was dropped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.